Manufacturer narrative:
(B)(4). Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). One day after post- operative the customer stated that the small pin at the front of the kerrison was noted as missing from the instrument (broken off) the day after the surgery. Not sure if it is still in the patient.